Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had an object lodged in the tubing. The particulate appeared to be a very small ¿bug or thorn.¿ the object did not appear to be loose inside the tubing and prevented fluid from flowing past it. This was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation. A visual inspection was performed and the contaminant was found in the tubing. The reported condition was verified. The reported condition was determined to be a burned piece of plastic caused by an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.